Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that immediately following implant, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing on the rv channel that resulted in pacing inhibition for this pacemaker dependent patient. Programming changes were made to force atrial pacing and the patient was observed overnight. This seemed to resolve the oversensing. The device lrl was then set to 60 beats per minute (bpm) and no further oversensing was observed and the patient was released from the hospital. No additional adverse patient effects were reported. This product remains implanted and in service.